Event description:
FDA good day. Please interview, assist and feedback where possible. I've been making use of the (B)(4) minimed insulin pump 640g as from (B)(6) this year 2015. After numerous correspondences to local offices in (B)(4) the pump was replaced about a month ago. Thank you medtronic. But the following for your direct intervenience please is with regards to the enlite cgm sensors that have been a problem with the 1st unit and now with the replacement unit/pump ongoing where the sensors do not last as to medtronic's claim of 6 days where experience up to now it only lasts average 2-4 days not working properly and not able to give me as end user at least a 5 day time with 100% effectiveness. The issue have been taken up with local medtronic offices as mentioned and been told by medtronic reps that I have a too thin and slender body built reason not to last or be as it should does not make sense. Everything done according to the fine print, but it does not last. Email sent to medtronic (B)(4) where I asked them how successful is this product where I as consumed have to always call medtronic global helpline, going through the whole process which is very time consuming (and I would truly and honestly like to have a much quicker and on hand record keeping which is not the case phoning from (B)(6) unfortunately always to supply pump serial number, name, surname, delivery address etc., with every call I have to make) the only way of getting a faulty product replaced that adds to why the company is always replacing at their own cost, myself medical insurance paying for it for an average 50% successful rate with the product. Not only here but other countries as well please attend to the sensor make, quality and live expectation not up to scratch at all. No tests or lab history unfortunately except for medtronic (B)(4) correspondence and medtronic global helpline. Dates of use: (B)(6) 2015 - (B)(6) 2015. Reason for use: minimed insulin pump 640g. Ndc# or unique ID: (B)(4).